Event description:
The following has been reported by customer: no charge of the battery and error 54/17 (coulometer/battery charge). Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. A partial device log history was reviewed. Several technical error 17 and 54 were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board and the battery have been replaced, that solved the issue. The power supply board and the battery sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Cross tests were performed and the reported event was reproduced, as the error 54 triggered. This compliant is considered as valid and the root cause is likely due to defective components (the power supply board and the battery). To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.